Event description:
It was reported that the left ventricular lead exhibited failure to capture. Upon review, it was discovered that the lead dislodged into the coronary sinus. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. As received a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual inspection did not find any anomalies.